Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their reservoirs. The customer states that the reservoirs are working on and off. The customer states that the insulin is leaking into the pump. The customer states their blood glucose level has been rising and been over 300mg/dl. Troubleshoot was conducted. The customer is being sent out replacements and they are returning reservoirs for analysis.

Manufacturer narrative:
A complete analysis and testing of 3 sealed reservoirs inspected the snap caps and septums for anomalies none were found. Performed the occlusion test by filling the reservoirs with diluent, connecting to new infusion sets and installing into a medtronic 7 series insulin pump. Performed manual prime, fluid flowed through the infusion set and out of the catheter tip conclusion the reservoirs are not occluded.